Event description:
During evaluation, the force sensor assembly was found to be physically damaged, contamination was found in the force sensor assembly, and the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Correction number: 2531779-03/24/2010-003-r. During testing, the load step did not detect the filled cartridge and dispensed fluid emitting a "no cartridge detected" warning. During evaluation the force sensor assembly was found to be physically damaged, contamination was observed in the force sensor assembly, and the force sensor was found to be out of calibration. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.